Manufacturer narrative:
(B)(6). Visual inspection under magnification showed extensive wear to the electrodes and a piece of the screen was detached. There was also dried tissue present on the tip of the wand and the insulation at the proximal end was scratched. There were no manufacturing abnormalities observed with the returned device. The complaint was visually verified, however, the root cause could not be determined with confidence. The damage is most likely associated with the device potentially coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported the tip of the was device broken. Based upon examination of the returned product, the device had been used on a patient. It is unknown whether the piece broke off inside or outside the surgical site and/or whether it was able to be retrieved. No patient injury or other complications were reported.